Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) which caused peritonitis. The break in aseptic technique was further described as the patient not using proper aseptic technique. On the same day as the onset, the patient was hospitalized for the peritonitis. On an unreported date, the patient had a peripherally inserted central catheter (PICC) line placed and is receiving unspecified antibiotics (medication, dosage, and frequency not reported) through the PICC line for the peritonitis. Intravenous antibiotic therapy was reported to be ongoing for the next six months. After being hospitalized for twelve days for the peritonitis, the patient was discharged. It was not reported if the patient was recovering or was recovered from the peritonitis event. It was not reported if the patient was retrained on proper aseptic technique. The pd catheter was reported to have been removed on an unknown date and the patient was placed on hemodialysis until antibiotic therapy completes and a new pd catheter is placed, which will occur on an unknown date. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.